Event description:
Information received by medtronic indicated that the inpen had broken and stopped working. Customer stated that dose dial was not slipping. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Serial number: (B)(4). Software version: 3.8.5. Color: blue. Battery life remaining: <4 months. Customer reports: inpen will not inject insulin anymore, dial is jammed. Per visual inspection: cap does not fit securely to inpen and missing dosing window. No physical damage to cartridge holder was noted. The inpen paired to the commercial app with a 2.0 u pairing dose. The leadscrew advances properly when dosing less than 3.0 unit. However, high resistance when dialing more than 3.5 and the leadscrew retracts while dialing. The injection button was removed and no dust / debris under the dose button or dose knob noted. Inpen was cut open and after inspection it was found that the encoder pattern wheel tabs rotating causing misalignment of the encoder and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispense. In conclusion: inpen cap does not fit securely onto cartridge holder due to small snap cracked / broken. The customer complaint of leadscrew anomaly and jammed dial is confirmed.